Event description:
It was reported that the doctor wanted to remove the right tail of the paddle lead and implant with a percutaneous lead to cover the patient¿s right back side pain. The right side paddle lead had not been covering that side since implant. Further follow-up indicated that the patient¿s paddle lead was sitting left of the midline. The patient needed left and right lower back coverage. Another lead was implanted along side the paddle lead, slightly lower and midline covering the left and right spinous process. The left side of the paddle lead was unplugged and a new lead was plugged in. One of the tails was floating. The patient was getting good coverage post-op and would be seen in 1 to 2 weeks.

Event description:
Additional information received reported that the patient was doing good.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97792, lot# n517245, implanted: 2015-(B)(6), product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's wife. It was reported the patient never had therapeutic benefit since implant and was always in so much pain.